Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 198 mg/dl. The customer stated they did not receive a low battery alert prior to the off no power alert. The customer stated the battery cap is loosed. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor the pump. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 198mg/dl. The customer stated the pump alarm after battery change. It was explained to customer that this is a normal behaviour. The customer was advised to monitor the pump.